Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm. Model #: sc-4316, lot #: 16781141, description: next generation anchor kit sterile. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient had an infection at the ipg site. Symptoms included drainage and pus. It was also reported that the infection was not device or procedure related. It was believed that antibiotic was given. The patient underwent an explant procedure.